Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 320 mg/dl. The alarm history showed three motor error alarms in the last 30 days. It was advised the insulin pump would be replaced and agreed to return the product for analysis.